Event description:
Boston scientific received information that that one day after the implant of this device, high pacing impedance levels greater than 2000 ohms were noted on the right ventricular lead. No other field observations were noted, however as this was a recent implant this may be indicative of a lead to device connection issue. No remedial action has yet been taken and the physician will continue to monitor the device. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.